Event description:
The pt reported that 8-9 months after the implantation of the left knee prosthesis system that she was diagnosed with reflex sympathetic dystrophy. She stated that she began experiencing pain, limited range of motion as well as loss of movement in the ankle. The pt said that the surgeon discovered that the bone was soft and that the implant was loose and hanging from the bone. The pt reported that the doctors were hesitant to do revision due to concerns over the pt's ability to heal as well as the high risk of fracture. She said that the surgeon described the issue with the prosthesis as a mechanical failure. The pt also states that her limb is approx 15 degrees colder than the other limb as well as visible discoloration of the knee region as well.